Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The first shock was over a year ago and the sensing vector was reprogrammed at that time. Recently there was another shock. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. Also, it was found that the suture had broken and the pulse generator had dropped downward. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The first shock was over a year ago and the sensing vector was reprogrammed at that time. Recently there was another shock. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. Also, it was found that the suture had broken and the pulse generator had dropped downward. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The first shock was over a year ago and the sensing vector was reprogrammed at that time. Recently there was another shock. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.